Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was intermittently displayed as ¿high¿; however, a specific value was not provided. Customer changed supplies to address the high bg. Reportedly, customer changed infusion set and cartridge and resumed insulin to resolve the issue.